Event description:
A customer site in (B)(6) filed a complaint stating that a technician received a wrist injury while opening / closing tubes, pipetting samples and cleaning the cobas ampliprep sample preparation instrument. The customer utilizes the cobas ampliprep / cobas taqman (cap/ctm) hiv-1 and hcv tests, us-ivd. The injured technician is on workmans compensation and is currently undergoing physical therapy. The customer indicated that there was no specific batch of cap/ctm hiv-1 or hcv test being alleged. However, the operator experienced the injury while opening s-tubes (sample tubes) which are used to perform the cap/ctm tests.

Manufacturer narrative:
The container / closure on the sample tubes (s-tubes) are opened manually by the operator to allow the sample to be aliquoted into each tube. The tubes are opened by twisting of the wrist, and open in a manner similar to the opening of container closures for other roche and diagnostic vials. The cobas ampliprep instrument is subjected to daily and weekly maintenance cleaning procedures. The cleaning of the instrument is similar to the cleaning of other devices as well as household appliances. There is nothing unique to the cleaning of the instrument that would be different from other devices. The injury is not directly related to a roche product, but rather a work related injury. There are several factors that could have contributed to this type of injury, including but not limited to, the repetition of opening and closing of the sample tubes, inadequate used of a manual pipettor, inefficient ergonomic mitigations employed at the customer site, and the physical condition of the operator. There are no other complaints in the field reporting this type of injury for the cap/ctm and cap/ ca assays or cobas ampliprep instrument. No product non-conformance or design limitations were identified with the roche products in use at the customer site that would expected to directly cause the injury reported. (B)(4).